Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01124. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, while advancing a ruby coil through another manufacturer's microcatheter the physician met resistance and the ruby coil was removed from the microcatheter. The physician attempted to advance a new ruby coil through the microcatheter however resistance was met and the ruby coil was removed. The procedure was successfully completed using nine new ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.